Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported intra-operatively, they had been inaccurate during a thermal therapy system case. The site was using bone fiducials to register and had a 0.5 error with green side of the head. The site used the vertek probe to line up and achieved a 0.3-0.4 alignment error. The site placed the fiber and moved to magnetic resonance imaging (MRI). In the MRI, they found that they were superior to the target and were not in the hippocampus. They returned to the operating room (or) and removed the fiber and planned another trajectory because they could not reuse the first. The site confirmed that nothing in the setup was loose and drilled a new entry. After the second placement, they returned to the MRI again and were once again off target superiorly. They also saw a hemorrhage from the first placement. The case was aborted. Going back into the or added an additional three hours to the case. A computed tomography (CT) the next day showed that the bleed was resolved and the patient was discharged. Pictures of the registration were provided and there didn't appear to be an issue.

Manufacturer narrative:
The software logs and archives were reviewed. Investigation found that the reported event proved to be inconclusive based on the information provided. Unable to assess navigation accuracy. Registration with bone fiducial of excellent quality at 0.3mm. Merge also appears to be accurate, although difficult to assess internal anatomical structure due to quality of CT reference exam. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information. The amount of inaccuracy was 5mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that it was not possible to assess the navigation accuracy. Registration with bone fiducials was of excellent quality at 0.3 millimeters. The merge also appeared to be accurate, although it was difficult to assess internal anatomical structure due to quality of computed tomography (CT) reference exam. In the archive, the entry point appeared to be consistent with the plan, however, the target was not on the plan. There was an apparent defection of catheter upon insertion.